Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customer¿s reported issue was confirmed; when the cord is manipulated the image turns black, attributed to worn out video connector pins. Additionally, the device is missing the pressed nut on the bottom chassis causing the top cover to not lock onto the chassis. An upgrade to the latest software version is recommended. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The customer care representative was informed by the biomedical technician at the user facility that the customer visera elite video system center needs to be returned for service for a reported, ¿when plugged in the screen stays static. When cord is jiggled it goes to a black screen. Possible issue with the camera itself¿. The event was found during inspection prior to use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufactures final investigation. The legal manufacture confirmed the black screen likely occurred due to the video transmission line between the scope and the processor could not be transmitted properly due to a worn-out connector. Olympus will continue to monitor field performance for this device.